Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (B)(4) device evaluation indicated that all cables were fractured at the kinked site where the clik anchor was positioned, and resulted in high impedances and no stimulation. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed at the site. Exposing the lead to excessive tensile force can cause this type of failure. It was reported the patient had multiple falls, which caused the lead fractures. Sc-4316 (ln: 17121173) device evaluation indicated that the clik revealed no anomalies.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that all but one contact was working and the patient had numerous falls. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason the lead was removed because it was not working and they believed that high impedance was due to the fall.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that all but one contact was working and the patient had numerous falls. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that all but one contact was working and the patient had numerous falls. The patient underwent a lead replacement procedure and was doing well postoperatively.